Event description:
It was reported that when the asymptomatic patient presented in-clinic, episodes of non-sustained right ventricular oversensing were observed. Review of the episodes revealed myopotential oversensing. The oversensing was unable to be reproduced with deep breaths and coughing. Programming changes were recommended, but the physician elected to continue monitoring the patient. The patient has not suffered any adverse event relating to this incident.